Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 32.8-33.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 10.7-13.8cm and 13.9-16.1cm from the distal tip. Internal insulation abrasion was noted at 8.1-8.7cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 19.4-19.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 21.1-21.2cm from the distal tip. The etfe coating abraded at this location. This is consistent with the observation from the field of high capture threshold.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors and increased capture threshold were observed during a pre-operation check. The lead was explanted. The patient received no complications post-procedure.